Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after a case, a medtronic representative was looking at images on the imaging system and the keyboard mouse was not functioning properly. It was noted that it kept moving all over the screen. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue was resolved upon restart of the system. To the knowledge of the medtronic representative who reported this information, the issue has not reoccurred.